Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the catheter being at least partially advanced over a guide wire. The balloon was loosely folded. The inner member was wrinkled 23.3 cm proximal to the proximal balloon seal, for a length of 3 mm. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build-up of blood or contrast, or damage to the catheter. An attempt was made to advance a full length mandrel through the entire length of the guide wire lumen, but the mandrel would not advance past the wrinkled inner member. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulty. A new .014 inch guide wire was used in an attempt to perform the guide wire movement test with the returned balloon catheter straight, but the guide wire would not advance past the wrinkled inner member. It is possible that the guide wire met resistance in the guide wire lumen of the catheter due to the build-up of blood. As resistance was encountered and force was applied, this would contribute to the inner member wrinkling creating further resistance; there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulty. However, this could not be confirmed and a conclusive cause for the initial resistance with the guide wire could not be determined. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported event. A query of the complaint-handling database for the reported lot revealed no other incidents. All dilatation catheters are visually inspected for proper guide wire movement during manufacture. Additionally, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
During a septal alcohol ablation procedure, the mini trek dilatation catheter was used over a non-abbott guide wire and became stuck. The left anterior descending artery was accessed to the mid sepal target vessel. The mini trek was positioned in the artery and was inflated but the guide wire became stuck and could not be moved. The inflated balloon seemed to crush the wire lumen. The balloon was deflated but the guide wire was difficult to move. The mini trek was removed separately from the patient and was replaced by a non-abbott device and the procedure was completed successfully. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.